Event description:
It was reported that the e360 ventilator generated a pressure sensor error. Patient involvement information was not provided by the customer. Covidien/medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien /medtronic service provider had the exhalation flow sensor replaced and the issue was resolved. The ventilator worked normally.